Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a radial jaw hot single-use biopsy forceps was used during a hemostasis procedure performed in 2009. According to the complainant, during the procedure, the device was able to cauterize. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.